Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that lead warning and polarity switch were found by the follow up after the pacemaker change out procedure. The lead remains in use. No patient complications have been reported as a result of this event.